Event description:
The cdh33 was used during a low anterior resection. After attaching the anvil back to the instrument, the two pieces would not hold together as surgeon tried to use instrument. The anvil did "click" in place, but detached as instrument was being closed around the tissue. The surgeon removed the device, another device was open to complete anastomosis and worked fine. There was no consequence to the patient.

Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: b/a washer present/condition; a-cut b-uncut. Damaged anvil/anvil shroud; ab-no. Damaged guide face, damaged knife, damaged staple pockets, damaged trocar, and missing parts; no. Damaged other; na. Serial number; 1398. Staples present/location; present in staple p. Tissue present/describe; no. Functional tests & results: 1st fire-setting/form/heights, 1st fire-washer cut, 2nd fire-setting/form/heights, other (non-circ.) Staples, and returned staples-heights; na. Indicator response; good. Returned staples-#form; all/unformed. Safety release; good. Trocar/anvil fit; ab-good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was cycled several times with both of the returned anvils. There were no anomalies noted with either of the anvil detatching from the instrument. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.